Event description:
Medtronic received information that during the beginning of the case, after the pump had reached full flow, the unit stopped. The perfusionist performed manual support and switched the unit off and on, after which, the unit then resumed normal function. The only activated sensor was the air bubble detector (abd). All other sensors were not connected and the aorta had not been cross clamped. The doctor reported complications of hypotension, hypovolemia and anoxia to the patient during the two minutes before the reservoir blood volume was reinstituted manually. The procedure was successfully completed using the unit. Post-operatively, the patient had complete motor deficiency of the left upper limb and partial motor deficiency of the left lower limb.

Event description:
Medtronic received information that during the beginning of the case, this unit stopped. The perfusionist performed manual support and switched the unit off and on, after which, the unit then resumed normal function. The only activated sensor was the air bubble detector (abd). All other sensors were not connected. The doctor reported complications of hypotension, hypovolemia and anoxia to the patient during the two minutes before the reservoir blood volume was reinstituted manually. The procedure was completed using the unit. Post-operatively, the patient had complete motor deficiency of the left upper limb and partial motor deficiency of the left lower limb.

Manufacturer narrative:
No product was returned for analysis. Review of the case log supplied (samples in the log occur every 10 seconds) revealed that the reported incident time was likely not on the log. The case started at 13:04:15 (1:04 pm and 15 seconds). The case lasted about 2 hrs (based on the log samples). Review of the case log that was received revealed that the air bubble detector (abd) sensing was enabled and was configured to stop the pump if it an air bubble was sensed. However, no air bubbles were sensed during the entire 2 hour case. There were no alarms during the case, only several low flow warnings towards the end of the case. The low flow warnings appeared to be due to the rpm knob being turned down to the mechanical detent position (about 1800 rpm). The flow was zero or near zero during this time. After the knob was set to the mechanical detent for about 1.5 minutes, the knob was turned up to 2040 rpm and the actual motor rpm tracked to that setting. The log showed that the flow did not increase when the rpm was turned back up to 2040 rpm (it stayed at zero or near zero) except for 2 samples when it went to 1.26 l/min (at 14:58:4) and 0.95 l/min (at 14:59:10). This may indicate the tubing was intermittently obstructed for some reason. The only time the pump actually stopped was when the rpm knob was turned to zero rpm - this occurred at 15:00:30. The last sample in the log was at 15:05:51. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the log, it appeared the motor rpm tracked the settings of the rpm knob. The flow sensing readings were consistent with the motor rpm throughout the case except near the end when the rpm knob setting was 2040 rpm. Because the actual incident reported was not in the log, it is possible that user error caused/contributed to the reported event. When using the "system profile", a triggering of the air bubble detector would cause the biopump (as well as the other roller pumps) to go into the stop mode. The message bar will turn red and display a message "arterial air detected and biopump stopped". If the user did not recognize why the pumps stopped and turned off the system without pressing the home button, the data would not be saved to the card. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: as part of the investigation, medtronic reviewed the event log from the case (reported in initial medwatch) and a technician's report on inspection of the unit. Review of the event log showed that the performer was operating normally. The motor speed matched the settings on the performer. The log also showed, however, that the flow rate detected by the performer was unexpectedly low. The low flow was not a result of the motor stopping but could have been caused by an obstruction in the bypass circuit. The timestamp on the event log did not match the customer's report of when the case occurred. It is possible that the timestamp on the performer was not correct. As part of the analysis, the unit was tested for approximately 3.5 hours and no anomalies in function were identified. It was reported that subsequently the unit has been used in multiple cases with no functional issues. Conclusion: based on review of the event log and the service report, the performer was functioning normally. (B)(6). (B)(4).